Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. A piece of debris of chipped housing was jammed in between the motor gear and hub gear. This was causing the issue. No damage of housing could be found on the device. Removing the debris resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed error code 1871. There were no adverse events reported.